Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a worn bearing, did not function and the moving parts did not move smoothly. It was further determined that the device failed pretest for check of mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the temperature of the sagittal saw attachment device was abnormally high. It was further reported that there were no delays to the surgical procedure as a spare device was used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.